Event description:
The customer was hospitalized for dka. It was stated that the customer had high bgs for few days. The customer changed out the set and bgs remained high. Troubleshooting was performed. The settings were off but the customer was not aware when it occurred. In addition, the alarm history shows an alarm.